Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while injecting a (B)(6) vaccination into a patient using a bd safetyglide¿ needle, the vaccination spilled out of the hub and onto the table due to a crack found in the needle hub. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: batch 7026983 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.